Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a vaginal hysterectomy procedure, the surgeon used the device with four cartridges to perform a vaginal hysterectomy. Upon firing the fourth time, surgeon noticed significant bleeding on both patient sides of staple lines. Attempted to achieve hemostasis, using hemostats, babcocks, haney clamps and suture. Nothing worked and it appeared uterine arteries had retracted into pelvic sidewall. Surgeon made the decision to move to an abdominal approach emergently to achieve hemostasis. Laparotomy was performed and perceived hemostasis was achieved. Surgeons then went back vaginally to close cuff. Excessive bleeding was again observed with no hemostasis being able to be achieved; surgeon again performed laparotomy over previous incision. Hemostasis was finally achieved and patient sent to recovery and ICU.

Manufacturer narrative:
(B)(4). Additional information requested and received: were the vessels transected clean of extraneous tissues?yes, just as we've always done on a tvh procedure, they are not skeletonize due to being in the broad ligament bundle. Please confirm the product code used. Pse60a. (1). Gst60w (4). Was the patient disorder known prior to procedure?yes. What treatment, if any, has the patient had preoperatively?not known at this time. Was any issue noted with staple formation in initial procedure?no staple formation looked good. What is the current patient status? Patient is doing well.